Event description:
A call to technical services was made on (B)(6) 2013 stating that the patient had a lot of nonsustained episodes which showed deflections on the nearfield, rv electrogram, but the farfield, shock egm, doesn't show anything. Patient has received no therapy for this noise or oversensing and has had no pauses. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).